Manufacturer narrative:
The unit was received with cracked and bleeding lcd glass, minor scratches on the lcd window, cracked casing at the display window corners, cracked belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she dropped her insulin pump and caused a crack in the screen. The patient's blood glucose at the time of incident is unknown; however, her blood glucose was 147 mg/dl at the time of call. The customer was unable to read the display due to the crack. The insulin pump was returned for analysis.